Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in fair condition. Customers reported issue was duplicated. The device was filled with water and set up with temp check. Even though the micro switch was damaged the device ran with both the temperature check and disposable but would not alarm when either became detached. The root cause of the issue was determined. The micro switch was damaged and fails to alert when temperature deviations or detachments occur. The microswitch was damaged as a result of the customer inserting and removing of disposables. Actions taken to mitigate the reported issue: the device operated as intended after the micro switch part was replaced. UDI information is unknown.

Event description:
It was reported that microswitch issue occurred. No patient injury reported.